Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Cts instructed caller to remove cartridge from pump and deliver a 9 unit bolus and the bolus was successfully completed. There was no adverse impact to the customer¿s blood glucose level.